Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned provisional shims shows used instruments with disassembled and missing components. DHR was reviewed and no discrepancies were found. Root cause of the event is attributed to the design of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Unknown sterile department employee of hospital.

Event description:
It is reported the instruments were washed in an ultrasonic cleaner which vibrates at a high speed and moved all the ball bearings in the shims.